Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. The pod generated an 0x9b alarm, indicating it has been more than 5 min after cgm deactivation without receiving pod deactivation command. The cause of the observed 0x9b alarm could not be determined.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) with ketones present while wearing the pod between 24 and 36 hours. It was noted that the cannula was bent and did not insert correctly into the infusion site also resulting in bleeding. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.1 smartphone hardware: iphone17.3. Cgm sensor type: g6.